Manufacturer narrative:
Results: pump tube weldment.

Event description:
It was reported by service report that the litter (jacks) could not be pumped up. There was patient involvement; however, no adverse consequences were reported.